Event description:
It was reported that a "lack of vacuum" was noted with the syringe.

Manufacturer narrative:
It was reported that a "lack of vacuum" was noted with the syringe. Reportedly, this led "fluid to sip back into the syringe." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No photo or sample were provided for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.